Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the saphenous vein graft leading to the obtuse marginal coronary artery. The native vessel was moderately calcified and moderately tortuous. The lesion was predilated with a 2.5x15mm apex balloon to 10atms at the first inflation,14atms for the second, and 13atms for the 3rd. The balloon catheter was removed, and the 2.5x12mm taxus liberte stent delivery system was advanced but it was unable to cross the lesion. The device was removed and it was noted at that time that the stent had "bunched" on itself. A 2.25x12mm taxus liberte atom stent delivery system was then advanced, but it would not cross the lesion. It was decided to end the procedure with plain old balloon angioplasty only. Final images showed good timi flow through the graft and through the lesion site. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the stent was returned dislodged from the stent delivery system. The stent was resting on the lumen 4mm over the distal markerband. The proximal end of the stent was squashed and damaged. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped in the correct location during manufacturing. There were kinks identified along the entire length of the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The complaint report states that the device was advancing through a saphenous vein graft. The dfu states that "the taxus liberte stent system is indicated for the treatment of de novo and restenotic lesions or total occlusions in native coronary arteries." (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the saphenous vein graft leading to the obtuse marginal coronary artery. The native vessel was moderately calcified and moderately tortuous. The lesion was predilated with a 2.5x15mm apex balloon to 10atms at the first inflation,14atms for the second, and 13atms for the 3rd. The balloon catheter was removed, and the 2.5x12mm taxus liberte stent delivery system was advanced but it was unable to cross the lesion. The device was removed and it was noted at that time that the stent had "bunched" on itself. A 2.25x12mm taxus liberte atom stent delivery system was then advanced, but it would not cross the lesion. It was decided to end the procedure with plain old balloon angioplasty only. Final images showed good timi flow through the graft and through the lesion site. No patient complications were reported and the patient's status is fine.